Event description:
It was reported by the customer's mother that the customer had motor errors on the insulin pump since the weekend. Customer removed the reservoir to clear the alarm. Customer's mother was informed to contact the hospital for a replacement. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.